Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unreported cause. It was not reported whether the pt was hospitalized prior to the event. It was not reported whether pd therapy was ongoing until the time of death or if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.